Manufacturer narrative:
PMA/510(k) #k210476 device evaluation: the ¿echo-hd-19-c¿ device of lot number c1895052 involved in this complaint was returned opened with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 7 february 2023. The returned device lab findings and observations can be referred through the attached files. On evaluation of the device the below observations were made: stylet returned separate to device. Device returned with needle advanced out of end of sheath approx. 2.5cm. Tip of sheath observed to be damaged. Severe kink observed below sheath extender. Sheath extender able to advance and retract with a lot of difficulty. Needle handle unable to advance. Needle removed from device and needle break observed below sheath extender. Clarification was requested from the customer as below: ¿question 1 is reporting a distal kink and the description of event details kink observed at handle and sheath (this would be proximal- handle end). On lab evaluation the distal end of needle was examined, and no issue observed (no (distal) kink observed?). However, the needle was removed from the device and proximal needle break observed below the sheath extender. The customer did not respond when asked to clarify whether the kink observed was located proximally or distally however, based on the findings during the lab evaluation, the complaint has been investigated based on a proximal kink. If a response is provided at any time in the future, the file will be re-opened and updated accordingly. Customer attached images of the device and the distal end of the needle is observed protruding out of the sheath manufacturing records: prior to distribution ¿echo-hd-19-c¿ devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for echo-hd-19-c of lot number c1895052 did not reveal any discrepancies that could have contributed to this complaint issue. Review of historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1895052. Instructions for use and/label: the instructions for use, ifu0077 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive force which may have been applied when inserting the device into the scope, when advancing the needle and/or as a result of the scope being in a flexed/twisted position during the procedure. It is also known the user encountered difficulty accessing the target site and that penetration of the target site was difficult. It is possible that the force/difficulty encountered during the procedure resulted in the needle breaking which may have resulted in the formation of the kink on the outer sheath that was observed by the user on removal of the device form the scope. It is likely that the needle break also resulted in the handle being unable to advance. It is possible that the damage to the tip of sheath could have occurred when user was trying to penetrate the target site. The sheath extender retracted with a lot of difficulty during lab evaluation most likely due to the break on the needle. As per engineering input ¿there is no sufficient evidence to refer the CAPA for this complaint" confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, user encountered difficulty during needle advancement at beginning, but the needle was advanced out of sheath after loosening the screw. After biopsy user retracted the device from patient and detected there was a kink at handle and on the sheath. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to excessive force which may have been applied when inserting the device into the scope, when advancing the needle and/or as a result of the scope being in a flexed/twisted position during the procedure. It is also known the user encountered difficulty accessing the target site and that penetration of the target site was difficult. It is possible that the force/difficulty encountered during the procedure resulted in the needle breaking which may have resulted in the formation of the kink on the outer sheath that was observed by the user on removal of the device form the scope. It is likely that the needle break also resulted in the handle being unable to advance. It is possible that the damage to the tip of sheath could have occurred when user was trying to penetrate the target site. The sheath extender retracted with a lot of difficulty during lab evaluation most likely due to the break on the needle. Complaint is confirmed based on visual and/or functional inspection.

Event description:
User opened the package and adjusted the device to do biopsy. User encountered difficulty during needle advancement at bending, but the needle can be advanced out of sheath after loosen the screw. After biopsy user retracted the device from patient and detected there is kink at handle and sheath. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Distal end 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.).rectum 1. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 2. 3. Please describe the size of the intended target site. Unknown 4. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure. 5. Was the device used in a tortuous position? Unknown 6. Are images of the device or procedure available? No. 7. Was it damaged in packaging before removal? Unknown 8. Was it damaged on removal from packaging? Unknown 9. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 10. What is the endoscope manufacturer and model number that was used? Olympus 11. Was force required on insertion of device into scope? No. 12. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? During use. 13. Was difficulty experienced while retracting the needle? Slightly 14. Was the syringe used during the procedure, after the stylet was removed? No. 15. Was the needle able to be fully retracted before removing from the patient? Unknown 16. Was gaining access to the targeted site difficult? Yes 17. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes 18. Was needle penetration of the targeted site difficult? Slightly 19. Was the stylet partially removed prior to advancement of needle? No. 20. How many biopsies/passes were obtained with use of this needle? 1 21. Did any section of the device detach inside the patient? No. 22. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. 23. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? Unknown 24. Was there difficulty in attachment / detachment of the leur to the scope? Unknown 25. If the device is precore and it is kinked distally, is the kink at the notch / core trap? Unknown precore.